Manufacturer narrative:
The device was not sequestered by the customer. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that a patient received an over infusion of a pca medication because the patient's son continued to administer pca doses. The "condition c" (rapid response team) was called and the patient received narcan. No long term harm reported. The customer does not allege a device malfunction occurred. The devices were not sequestered and the customer declined an investigation by customer advocacy.

Manufacturer narrative:
Correction to initial reporter address.